Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred after a start-up, and the planned procedure was delayed for 30 minutes and continued by filling the oil for coolant. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible due to insufficient coolant. During troubleshooting, the fse found that the cooling unit oil rope had leakage which led to no oil left in cooling unit. The fse reconnected the oil rope and filled the oil in cooling unit. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that exposure was not functioning. The device was in clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) inspected the system on site and reconnected the oil leakage point which returned the system to use in good working order.